Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error on the insulin pump. She did not recall any significant events leading to this alarm and did not know the blood glucose reading. Nothing further was reported.

Manufacturer narrative:
Insulin pump had a button error alarm due to moisture damage on keypad traces. Insulin pump had a cracked display window corner and cracked reservoir tube lip.